Event description:
The customer called to inquire about the lock keypad and block features. The customer stated that she was hospitalized after losing consciousness due to low blood glucose levels. The customer stated that the insulin pump delivered a bolus of 3.0 units that she doesn't remember programming. The customer stated that the insulin pump is working fine, but she wanted to prevent it from delivering boluses at night. Explained the block feature to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.